Event description:
It was reported by international mmi family (canada) that inflation could not be maintained on one size 8dct, disposable cannula low pressure cuffed tracheostomy tube. Limited info available regarding the reported event. It was not reported or recorded whether the device was tested prior to insertion, how long the device was in use or what type of trach care, cleaning and maintenance was performed. There was one pt involved with no reported pt compromise. The 8dct device was returned to the MFR on 6/20/97 and processed to the quality analytical laboratory for analysis and investigation.